Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 was analyzed. The impedance trend curve showed stable values around 350 ohms with an intermittent decrease to less than 200 ohms at the end of (B)(6) 2020 and a subsequent gradual decrease to 250 ohms. The analysis of the provided iegm episodes revealed artifacts on the farfield and the rv channel leading to oversensing and an ICD charging cycle as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 37 months, oversensing was observed during follow-up. As a result, a revision was performed. Visual inspection of the lead during the revision revealed that the insulation of the lead body in the clavicle area was damaged due to crushing and deformation. The lead was explanted.